Event description:
It was reported that during an unknown procedure, during the initial firing the staple line was not formed in the middle. The staple line un-zipped in the middle but formed proximal and distal. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.